Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the distal stomach during an endoscopy submucosal dissection procedure performed on (B)(6) 2026. It was reported that the clip opened and closed but could not be reopened or repositioned afterward. An attempt was made to close the handle for full deployment, but the clip did not deploy. The scope had to be withdrawn with the clip hanging from its distal end. The wire was then cut using a wire cutter and removed through the scope channel. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on march 12, 2026. Block h11: the resolution 360 ultra clip was not returned; therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The most probable cause of the reported issue cannot be determined due to insufficient evidence. The product was not returned for analysis, preventing confirmation of any potential device defect. Furthermore, without a proper evaluation of the device, the factors that may have contributed to the event remain unknown. Based on all available information, the probable root cause assigned is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the distal stomach during an endoscopy submucosal dissection procedure performed on (B)(6) 2026. It was reported that the clip opened and closed but could not be reopened or repositioned afterward. An attempt was made to close the handle for full deployment, but the clip did not deploy. The scope had to be withdrawn with the clip hanging from its distal end. The wire was then cut using a wire cutter and removed through the scope channel. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Additional information received: it was clarified that the main problem of the device was the clip unable to grasp any tissue at any point during the procedure.